Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having blistering at the ipg site where the charger was placed with the adhesive patches. The physician believed that the blistering was not device related but due to patients decreased immune system. The patients blister was cleaned and dressed.